Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A comp;anion sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported finding a fluid leak during his treatment. The machine was alarming with an unknown alarm. He discontinued treatment. He found a fluid leak under the cycler and inside the cassette door. The sample was discarded. During follow up, the patient reported that he had no complications. No adverse event reported at this time.